Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to remove the damaged lens and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.